Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection and the reported failure no image was confirmed. However, internal moisture was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of scope socket ultrasound, incompatible scope error code e315 was displayed, which leads to no image. However, the most probable cause for internal moisture could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center when connected with endoscope no image appeared and the message ¿clean connectors, moisture¿ was displayed. There were no reports of patient harm.